Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of additional microbiological testing by a third party laboratory, no microbe was detected from samples taken from the instrument channel and the air/water channel of the subject device. The result of the additional microbiological testing by a third party laboratory satisfied the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for aerobic spore formers two times. It has not been informed which part of the subject device was positive for bacteria and how many numbers of bacteria was detected. The customer reported that the subject device was reprocessed according to the german guidelines. The user facility has disinfected the subject device with non-olympus endoscope reprocessor (rdge's and double's) after manual cleaning. There was no report of infection associated with this report.